Event description:
Customer called to report a compressor powering a bear 1000 that failed while on a pt. The compressor had some work on it by field service around 3/03 and the contact was not sure what was done to fix it nor did they have much info on the nature of this compressor failure other than it doesn't work, even more confusing is that the serial number that they provided is linked to bear 1000 not a compressor. Co rep asked them to gather all the required info, pt injury, correct s/n so that co can conduct a proper investigation. The info that they have at present time is extremely limited. Contact was given extension to call direct when they have all the info.